Event description:
It was reported that the user experienced hypoglycemia after performing heavy correction dosing to address prolonged hyperglycemia that occurred when they ran out of insulin and were unable to refill the cartridge for several hours, with glucose subsequently dropping to a nadir of 51 mg/dl before recovering to 75 mg/dl. Symptoms included sweating, weakness, and near loss of consciousness. Outcomes included self-treatment with oral carbohydrates and education on proactive management to avoid extended highs and reliance on aggressive corrections. Investigation included troubleshooting and user education regarding alert settings and therapy adjustments through a diabetes educator. Investigation of this case revealed no device malfunction and indicated user-driven insulin correction as the likely precipitating factor for the low glucose event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.